Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a suboptimal transseptal puncture, and an enlarged atrium. An xtw clip was inserted and while establishing final arm angle (efaa) before deployment, the clip opened. The clip was deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, additional information was received stating the clip opened to roughly 10-20 degrees. Troubleshooting was performed, including unlocking and locking the clip, but the issue was unable to be resolved.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a suboptimal transseptal puncture, and an enlarged atrium. An xtw clip was inserted and while establishing final arm angle (efaa) before deployment, the clip opened. The clip was deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.